Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a gastrostomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the physician was pulling the tube, the peg tube broke off and detached inside the patient. The detached portion was removed using a rochester clamp. In addition, it was also reported that the loop wire on the end of the snare was broken. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device revealed that the feeding tube loop was broken and the ends frayed. The snare was not returned for analysis. The complaint was consistent with the reported incident that the loop wire at the end of peg tube broke. Based on the information available and the analysis performed, the most probable cause for the complaint event will be documented as "operational context", probably due to anatomical/procedural factors encountered during the procedure, performance was limited. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a gastrostomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the physician was pulling the tube, the peg tube broke off and detached inside the patient. The detached portion was removed using a rochester clamp. In addition, it was also reported that the loop wire on the end of the snare was broken. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.